Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she experienced pain and discomfort at the ipg site. The patient also reported she had not used her ipg since (B)(6) 2008 as a precaution due to pregnancy. However, the patient indicated she continued to charge the ipg during that time. The patient also stated when she was to resume therapy after the pregnancy, her ipg was inoperable. The patient will meet with her physician and may undergo surgical intervention as the next course of action.